Event description:
It was reported that during an unknown procedure the device shot out first clip and then locked up completely

Manufacturer narrative:
(B)(4). Date sent 6/2/2025. D4 batch #y7056g. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no damage. In an attempt to replicate the reported incident; the device was cycled, resulting in one(1) partially-formed clip due to an anti-backup failure and then formed the remaining seventeen(17) clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device had it was disassembled. Upon disassembling, the anti-backup lever was found worn out and the latch post was found to be broken which suggest that a lockout premature occurred and leading the incident reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A manufacturing record evaluation was performed for the finished device batch y7056g number, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for y7056j, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: how did the device not work? The clip was stuck in execution. ¿was the device stuck (did not fire clips)? Yes. ¿did the device not feed clips? It stopped working. ¿has the device dropped or ejected clips? No. ¿did the unit feed the clip laterally? Just didn't get out did. ¿the device fire malformed clips? No. ¿did the device fire scissors clips? Answer: ? ¿if other, please specify. ¿is the current patient status known? ¿did you use another clip, of course, was there any patient consequence or change in the postoperative care of the patient as a result of the incident? (Extended admission, re-admission, re-operation, etc.) No.